Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-apr-2020 / (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 24-oct-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempts to implant leadless implantable pulse generator (ipg) the delivery system became kinked near the cone. The ipg and delivery system were removed and it was noted that it was difficult to deploy and retract the ipg. The procedure was completed with a new ipg and delivery system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.